Event description:
Customer's mother call to request emergency supplies. Customer is hospitalized due to high blood glucose. The customer has been using the same set for seven days. Advised caller the set is not recommended for the length of use. The blood glucose reading is 600 mg/dl. The customer was thirsty, frequent urination and dehydration. Treated with IV drip. During troubleshooting, time and date are correct. Programming is correct. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.